Event description:
No specific signs or symptoms were experienced by pt. Impedance readings were >4000 ohms on all of the bipolar pairs and question marks were also seen (co: ???, c1: >4,000 ohms, c2: 3243 ohms, c3: 860 ohms, 01:3243 ohms, 02: 4,000 ohms, 03: ???, 12: 2426 ohms, 13: 3896 ohms, 23: 2426, ohms). After raising default settings to recommended 3.0 volts and pw of 450 the best electrodes to reprogram pt were able to be determined. The pt left with stimulation in all of his areas of pain and stated he felt better.

Manufacturer narrative:
(B) (4).